Event description:
Tip broke off in the pelvis and was not retrievable. Send to spineart the device concerned, otherwise note the batch and reference number. Once we receive it in (B)(6), we will send it to (B)(6). Response: device cannot be provided at this time. Uci will not release the instrument or provide add'l info without the FDA number. Provide an accurate description of the incident. Response: tip broke off in the pelvis and was not retrievable. Provide images pre-op, intra op, immediate post-op. Response: no images available. Provide operative images to examine the device (I. E., breakage, migration, subsidence). Response: operative images not available. Provide pt info: pt data, age, weight, physical activity, smoker. Response: all we have are pt's initial: (B)(6). Case number (B)(4). Pt's demographics not available. Name and address of the hospital/center where the incident occurred. Response:(B)(6).